Manufacturer narrative:
Concomitant medical products. Lgc tibial fit tray cem sz 4f / 4t cat# 02-012-45-4040 / serial# (B)(4). Logic femoral ps cem right sz 4 cat# 02-010-01-0340 / serial# (B)(4). Three peg patella 35mm cat# 200-02-35 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 8.5 years post initial tka, the (B)(6) male patient had a revision due to pain and discomfort. Patient's was revised to a competitor's knee implants. There was no breakage of a device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays received. Sales rep was unable to obtain photos. The devices are not available for evaluation.

Manufacturer narrative:
(H3) as reported, approximately 8.5 years post initial tka, the 64 y/o male patient had a revision due to pain and discomfort. Patient was revised to a competitor's knee implants. There was no breakage of a device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays received. Sales rep was unable to obtain photos. The devices are not available for evaluation. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.